Event description:
Through legal claim, it is alleged that subsequent to the primary surgery, the pt suffered: synovitis & pitting of the dome patella. Pitting and delamination of polyethylene insert on the medial and lateral sides. Metal components also loosened. Required revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.